Event description:
As reported by the field clinical specialist, approximately 8 years post transfemoral tavr procedure with a 23 mm commander delivery system (ds), during post dilation with +1ml, the balloon ruptured. The operator was not able to pull the ds balloon back into the esheath requiring femoral cut down for removal. The implanter does not believe rupture was due to a ds malfunction, and instead due to calcification. No patient complications were reported.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Per evaluation of the returned device the balloon was observed to have a full circumferential radial tear and no missing balloon pieces. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case withdrawal difficulty was confirmed based on the returned product evaluation. Available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the events. As the balloon burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.